Event description:
After the surgery, it was found through x-ray that the tip of the inserter remained in glenoid cavity of the scapula. There is no plan to do another surgery because the remained tip has not affected to the patient¿s condition so far. The patient¿s condition will be monitored.

Manufacturer narrative:
To date, the complaint device is reportedly in route to mitek for evaluation. If and when the device is received, the results will be reflected in a follow-up report.